Manufacturer narrative:
E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there was a photograph associated with this case and in this, the reported defect can be seen. No unused return sample was expected. Batch record revision results: packaging process performed in the doyen b line: lot 4e01450, order (B)(4), material 1704769, was manufactured on 16/may/2024 in the doyen b manufacturing line, with a total of (B)(4) market units (mkus). Complaints investigator performed a batch record review on 25/jul/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Extrusion, lamination & cutting process performed in the extrusion, lamination & cutting process (elc): the subassembly 4e01039 was manufactured in the extrusion, lamination & cutting process (elc). The complaints investigator performed a batch record review on 25/jul/2025 and it was confirmed that the applicable procedures were followed, the materials were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Mixing process performed in the amk mixer large #2 and #3 manufacturing line: the subassembly lots 4e01280, 4d06004, 4e00203, 3m00273, and 4e01286 were manufactured in the amk mixer large #2 and #3 manufacturing line. The complaints investigator performed a batch record review on 25/jul/2025 and it was confirmed that the applicable procedures were followed, the materials were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Review of the batch records showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation mass sublots revision results the quality inspection of the mass sublots was conducted for the following erp materials and their respective lots: erp material 1003687 (polyisobutylene medium hard): pc3g18-1, pc3c22-1, pc3c24-1, pc3e5-1, pc3g19-1, pc3h2-1. Erp material 1003700 (oil mineral usp): 715756, 721179, 718453, 716002, 719067, 720685, 724231, erp material 1003751 (sis polymer): 8312131505, 8304051177, 8210201484, 8307041316, 8402221091, erp material 1003888 (tetrakis methane): 26714983, 0027185348, erp material 1050902 (pectin usp grade 900kg mix): sk30044686, sk30047728, sk30042392, sk30042255. Erp material 1050903 (sodium cmc fcc-grade 900kg mix): c231423, c230986, 80217, 80223, c231424, c232938, c232939, c232949. Erp material 1050904 (gelatin usp/nf 900kg mix): ot419-4, ot429-5, ot230-3, ot322-2, ot418-1, ov021-1, ot429-5, ot429-7, ot429-6a. Erp material 1254962 (rubber butyl 402): z220328p02, z220327p03, z220326p07, z210524p14 erp material 1738453 (rosin pentaerythritol florarez 100h): 1955, 138112, 1956 the inspection results were acceptable, with no issues identified. Historical complaints review: on 25/jul/2025, the complaint investigator ran a query in database to verify the complaints reported for the lot 4e01450 and the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ and as result one additional complaint was identified during this search as per work instructions (wi). Historical nonconformance review: on 25/jul/2025, the complaint investigator ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ for lot number 4e01450. As a result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 3 defective parts confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.25% based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective pouch, which confirms that the lot is unlikely to breach an acceptable quality level (aql)of 0.25. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusion: a batch record review was conducted for the final product lot 4e01450, including the bulk lots (4e01039, 4e01280, 4d06004, 4e00203, 3m00273, and 4e01286), confirming that all relevant tests required during the manufacturing process and final product release were completed and met the necessary standards. No discrepancies or corrective and preventive actions (CAPA) (s) related to this issue were identified in the documentation and equipment used during testing was within calibration, ensuring the reliability of the results. Additionally, a defect rate analysis was performed, and the affected quantity falls within the acceptable quality level (aql) for this type of defect. No changes to the end-to-end manufacturing process or components used during assembly of the batch were performed. The annual testing review of the chemicals used also showed acceptable results, indicating that there are no issues related to the raw materials or manufacturing processes. No supplier changes were identified. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The distributor reported that the dressing was unable to absorb exudate. The product was used by patient. A photograph depicting the issue was received from the complainant.